Event description:
A customer complaint was received stating that a pt was seen in the emergency room after a febrile convulsion. The culture flagged positive with a gnb, the ER doctors admitted the pt to the hosp and started pt on IV antibiotics. The customer is alleging that the subculture revealed bacillus and that the bottle was contaminated prior to inoculation.